Event description:
The spiros that was attached to the IV tubing had a crack in it and caused the chemotherapy medication that was being infused to leak onto the patient's skin. FDA safety report ID# (B)(4).